Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regu1662 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by the customer they were placing a 5 fr dl powerpicc and when trying to put introducer/dilator in, it "felt like it mushroomed out," it was difficult to place. Additional information received: the catheter was secured with statlock.